Manufacturer narrative:
Per tandem's user guide states: the pump is watertight to a depth of 3 feet for up to 30 minutes (ipx7 rating), but it is not waterproof. Your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an unspecified malfunction occurred. Additionally, the customer inadvertently took the pump into the water. Customer's blood glucose level was 200 mg/dl. Reportedly, the customer had manual injections as alternate insulin therapy.